Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation.the exact cause of the reported event has been under investigation.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure the user attempted to insert the guide sheath kit 2 (olympus endotherapy instrument) into the instrument channel of the subject device (bf-q290), the user felt strong resistance and could not insert it. The procedure was interrupted and the patient was transferred to another hospital. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated, and no abnormality was found in the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.